Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed continuity resistance test and the sensor failed per specifications also, found a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received multiple sensor errors and confirmed that the cannula was also bent. Blood glucose level at the time of the incident was around 40 mg/dl. During troubleshooting, the sensor and the transmitter showed to be communicating properly. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.